Manufacturer narrative:
H6: investigation summary bd had not received samples or photos for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode open package. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h10.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle with pre-attached holder there was damaged or open package/seal where sterility is compromised. The following information was provided by the initial reporter. The customer stated: "the device was not properly sealed."

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 28-jan-2022. H.6. Investigation: bd received 19 samples for investigation. 19 customer samples were evaluated by visual examination and the indicated failure mode for open package with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode open package. Bd determined that the root cause of the indicated failure mode was attributed to manufacturing misaligned top web.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle with pre-attached holder there was damaged or open package/seal where sterility is compromised. The following information was provided by the initial reporter. The customer stated: "the device was not properly sealed."

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle with pre-attached holder there was damaged or open package/seal where sterility is compromised. The following information was provided by the initial reporter. The customer stated: "the device was not properly sealed."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle with pre-attached holder there was damaged or open package/seal where sterility is compromised. The following information was provided by the initial reporter. The customer stated: "the device was not properly sealed."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.